Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after being disconnected from the ilet during prolonged activity, with subsequent difficulty reducing glucose despite reconnection and initial infusion set change; guidance was provided on supply change, expected correction timelines, and temporary disconnection for a subcutaneous rapid-acting insulin dose, after which another infusion set change was performed and glucose decreased to 122 mg/dl. Symptoms included dehydration. Outcomes included assistance from a caregiver and no other need for medical intervention. Investigation included troubleshooting and education regarding infusion set integrity, supply replacement, and insulin delivery resumption. Investigation of this case revealed hyperglycemia associated with interrupted insulin delivery and suspected infusion set disruption, with resolution after infusion set replacement and continued pump use. It was concluded, based on previously established findings for similar reports, that the cause was user circumstances leading to interrupted delivery with infusion set issue, resolved through corrective actions.